Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a laparoscopic colectomy procedure, the device failed to cut, only stapling when fired. Another device was used to complete the procedure. There were no adverse consequences for the patient.